Manufacturer narrative:
A patient controller displayed an error message " MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. It was determined the patient's leads read high impedances. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to set their ipg into MRI mode due to impedance issues. Surgical intervention took place where the lead was explanted and replaced to address the issue.